Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the sewing ring was discolored. Needle holes were visible in the sewing ring showing placement of implantation sutures. Both leaflets were received in the closed position. Using a blue actuator to test leaflet movement, the leaflets moved without difficulty. Both leaflets were intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms were intact. The inflow and outflow orifices were intact with no evidence of damage. The valve was rinsed under tap water and it was verified that the carbon sub-assembly rotated in the sewing ring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 29 mm mechanical valve, the valve leaflets were not opening properly. The valve was explanted and a 27 mm valve was successfully implanted. No additional adverse patient effects were reported.